Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker malfunction error and the users could not hear the patient vital alarms. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips remote service engineer (rse) spoke with the customer and confirmed that the speaker is faulty. The quote was accepted and part: 453564238621 ms_x2 assy cbl x2/mp2 speaker assembly was shipped to the customer to resolve the issue. The customer has assumed the repair responsibility.